Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278213, expiration date 06/30/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva nano system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278213, expiration date 06/30/2014). Reference medwatch report with (B)(6) for the suspect device used in the aviva nano system. On (B)(4) 2013, clarification was provided that the contact with the customer first occurred on (B)(6) 2103, and further detailed information was received on (B)(4) 2013.

Event description:
Customer received result of 159 mg/dl on the mobile system and a result of 59 mg/dl on the aviva nano system within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event reported. Requested return of suspect device.